Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a new sensor inserted and display states no restarts. The sensor was inserted into the abdomen on (B)(6) 2019. The patient reported that the sensor was inserted for less than 5 minutes when they received the message that there are no sensor restarts. It was reported that medical or caregiver intervention was provided but no details regarding this were provided. The event occurred the day the sensor had been inserted. No additional patient or event information is available. Although there is no indication in the file that the patient was seen by a healthcare professional and no details indicating what medical intervention was provided, medical/caregiver intervention is marked yes and no confirmation/clarification of this could be obtained. Data was provided for investigation. The problem was confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4). Please disregard initial reporting of this event as this event has now been deemed non-reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.